Event description:
It was reported by sales rep that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that a 5.5mm healx adv sp bioc anchor had only one kite upon opening the package. According to the report, a dynacord suture and a dynatape suture were attempted to load in the 5.5 hasp but the sutures became stuck in the anchor body. It was reported that they had to cut sutures to free the anchor; and that the sutures would have successfully passed if anchor had the double kite. During in-house engineering evaluation, it was determined that the blue threader tab was bent. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Initial reporter occupation: reporter is a j&j sales representative. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however 2 photos were provided. Upon visual inspection of the photos, the device is shown over the table, blue threaded tab has the wire damaged. The factory shape of the 2 wire kites can be located. The sutures are jammed into the anchor. A manufacturing record evaluation was performed for the finished device 9l58887 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed for the jammed sutures, however the shape of second kite on the wire of the blue threader tab can be located, therefore this complaint cannot be confirmed for the second kite missing. A possible root cause for the jammed sutures and the bent wire of the blue threader tab can be attributed to procedural variables, such handling of the device or product interaction during procedure; a misalignment of the threader tab or suture entanglement may occurred while pulling the threader tab, therefore the sutures become stuck into the anchor, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.